Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had pump not infusing correctly. Found bad pressure sensors and failed rate check. Replaced pressure sensors and calibrated rate. Performed checks all checks passed rts. Although requested, further information was not provided.